Manufacturer narrative:
The reported reset and inappropriate therapy was confirmed in the laboratory. Review of the stored electrograms indicated noise leading to multiple hv charging and therapies that led to reset. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in the emergency room in backup vvi after receiving multiple shocks. There was rv oversensing on stored egms due to rv lead noise. The patient elected to have the entire system removed due to mental instability. The patient had no adverse events from the procedure.